Event description:
Dvt accessed popliteal vein: the customer states that when you infuse through infusion port, the distal balloon inflated. The balloon was inflated until it burst. No injury to the patient or intervention reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unavailable at this time. Additional information has been requested. Should it become available a supplemental report will be submitted.